Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. After firmware download, normal device function resumed. The patient was in good condition, and would be followed up normally.